Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: 26mm commander delivery system was received with 14f esheath fully inserted and loader cap, stylet inserted. Kink on balloon shaft and bend on flex shaft likely due to packaging. Delivery system locked, past valve adjust marker no flex, no fine adjustment used. The balloon cover was not returned. The returned device was fully evaluated and the following was observed: crimped thv on inflation balloon. Visible piece of inflation balloon lifted on the proximal working length. Leakage observed and confirmed. Sheath fully expanded. Compression observed on flex shaft near flex tip. Minor flex tip gouges observed. A dimensional inspection was performed and the double wall thickness measurements of the inflation balloon were taken. All measurements met specification. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history and complaint history review revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As mentioned in the complaint description, 'the balloon 'burst' and deploy wasn't done and balloon cover was not easy to peel off'. It was also stated that the damage was likely 'due to the maneuver of the valve alignment in the descending aorta.' If valve alignment was performed in a non-straight section of the aorta, it may have resulted in increased tension within the delivery system. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and 'dive' into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The compression on the flex shaft and gouges observed on the flex tip are indicative of tension present in the system during valve alignment. The combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed balloon damage. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (high valve alignment forces and non-coaxial interaction with strut) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. The complaint of difficulty to remove balloon cover was confirmed based off of empirical evidence (balloon cover difficult to remove, not torn along full length of component, and requiring multiple attempts and/or tools for its removal). A review of DHR, lot history, and manufacturing mitigations showed no indication an edwards manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. While a definitive root cause is unable to be determined, evaluation of the provided imagery showed that a potential supplier manufacturing non-conformance contributed to the complaint event. Per the training procedural manual, the following steps should be taken in order to remove the proximal balloon cover: pull proximal balloon cover in delivery system towards blue section of balloon shaft. Carefully peel off proximal balloon cover (with both hands) over blue section of blue shaft to prevent potential balloon damage. Per the training material, the balloon cover should be removed by hands as the use of tools or excessive manipulation for balloon cover removal may result in damage to the balloon material. Due to an increased in complaints relating to difficulty removing the balloon cover component, a supplier corrective action request (scar) was initiated for further investigation per management discretion. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26 mm sapien 3 valve, in aortic position, by transfemoral approach. During valve alignment, the 26 mm commander delivery system was damaged and deployment was not performed. It was decided to remove the devices. A non-edwards lifesciences valve was implanted. The patient didn't have any complication.